Event description:
Per received report, coil would not thru microcatheter hub. Additional information received indicated that the coil got stuck in the microcatheter's hub. The entire coil was safely withdrawn. The microcatheter was not replaced at any time during the procedure. And there was no loss of target position in the intra-cranial vasculature. There was no stretching or premature detachment occurred. An adequate continuous flush was maintained through the microcatheter. The procedure was not completed. Final analysis found compressed and stretched coil.

Manufacturer narrative:
The proximal end of the coil was found protruding outside the sheath in a stretched and compressed state. No mechanical sheath damage was found. The coil's socket ring was found pushed down inside the pet outer sheath. The most likely root cause of the coil becoming stuck in the microcatheter's hub may have been due to distal interference. It cannot be determined if there was a misalignment of the green introducer to the hub¿s funnel. Also, the source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the sl-10 microcatheter and the unidentified rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.